Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 24mm x 2.75mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75x24mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were lifted up. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: an f/g,promus element,mr,ous 2.75x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the mid-section of stent. The undamaged proximal section of the crimped stent outer diameter was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no damage. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 24mm x 2.75mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were lifted up. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.